Manufacturer narrative:
Device evaluated by MFR.: the device returned with its original pouch. The stent was received deployed and expanded. No other issues were identified during the product analysis. The stent was measured along the main body to confirm that was within specification

Event description:
It was reported that stent had reconstrainment issues. The target lesion was located in the biliary vessel. A 10mm x 60mm wallflex biliary transhepatic stent was advanced for treatment. However, during the procedure, it was noted that the device would not deploy correctly and the physician felt that it got caught up on outer sheath. The device was removed from the patient, but was removed without full reconstrainment. The stent was eventually deployed outside the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent had reconstrainment issues. The target lesion was located in the biliary vessel. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. However, during the procedure, it was noted that the device would not deploy correctly and the physician felt that it got caught up on outer sheath. The device was removed from the patient, but was removed without full reconstrainment. The stent was eventually deployed outside the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.